Event description:
It was reported that after successful coronary stent deployment, the pt was sent to a room and started to show symptoms of tamponade. The pt was taken to the or and a perforation in the right coronary artery was noted and 300 cc of blood was drawn from the pericardium.